Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with an unknown mentor saline breast implant experienced left sided deflation postoperatively. The issue was diagnosed through physical examination and confirmed by the cat scan examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 1, 2022 indicated that the suspect device identity is cat#: 3542420m, lot#: 220203. The patient underwent removal on (B)(6) 2022. Date of implantation was on (B)(6) 2001. Reason for device explant and/or reoperation: deflation. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).